Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported that the plate was broken. The patient needed to have the plate removed. There was no further information available.

Manufacturer narrative:
The reported event could be confirmed as the returned plate # 3 of the set (containing 3 plates) was returned broken. The sample was examined regarding its dimensions, chemical composition (edx analysis) and by light and scanning electron microscopy.the (measurable) dimensions are in accordance with the specification. The fracture surfaces show the appearance of a forced rupture. Furthermore, there is also strong embrittlement on each fracture surface. The sales rep stated that 2.0/2.3 mandible screws were used in combination with the plate under complaint, which is appropriate. Furthermore, it has been reported that the plate has not been bent and bone healing has not been achieved when the implants were removed. Related to the event in question, a review of additional documentation (x-rays) was performed. The x-ray provided was forwarded to stryker¿s senior global medical director along with the complaint information. He stated that the plate was inserted rotated counterclockwise 10 degrees compared to the design proposal, in which case hole 3 (the fracture side) would not have been flush to the bone. In sum, according to the statement of stryker¿s senior global medical director the plate has been implanted differently as recommended in the design proposal, which led to an improper alignment. As a result, too high forces acted on the plate after implantation which most likely caused the plate breakage and therefore, no bone healing was achieved.

Event description:
It was reported that the plate was broken. The patient needed to have the plate removed. There was no further information available.